Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65 year old male with history of cad presented with stemi, cardiac arrest. On (B)(6), underwent placement of impella cp then impella 5.5 due to poor pedal pulses and hematoma at impella cp site. On (B)(6), thrombocytopenia (hit panel negative).on (B)(6), pneumonia being treated with antibiotics. On (B)(6), episode of atrial fibrillation. On (B)(6), family decided to withdraw care and patient expired.

Manufacturer narrative:
Ppae (thrombocytopenia/infection/paroxysmal atrial fibrillation): the root cause of the injury was not determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).